Manufacturer narrative:
Evaluation of the complaint and photos, which were inconsistent with the description of the event, led to the assessment that the information available did not reasonably suggest the malfunction would likely cause or contribute to a serious injury. Upon receipt of the brush the product investigation was initiated. Product investigation result ((B)(6) 2017): it has been concluded that a short circuit at the motor terminal (-) was the cause of the malfunction. Our assessment is that such a malfunction could lead to the possibility of a serious injury yet not probable and therefore out of an abundance of caution we are reporting to the FDA.

Event description:
Toothbrush battery melted from inside out and melted plastic packaging / toothbrush making a weird noise and not doing properly / does not work [device physical property issue]; no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that he/she purchased an oral-b power rechargeable toothbrush handle pro health for me 3709 model d12.523s. The consumer charged the toothbrush, and the next day tried it out. The toothbrush was making a weird noise and not doing properly so he/she put back in the box. Right after he/she put the toothbrush back in the plastic box he/she smelled melted plastic. The consumer reported that the toothbrush battery had melted from the inside out and melted the plastic packaging: the consumer stated that the toothbrush did not work. No symptoms developed.